Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Lower anterior resection after resecting the tumor, when anastomosing the rectum and sigmoid colon with the device, the anvil head could not be removed smoothly, after the attempt to remove it, when checking the anastomotic site, it was found that the anastomotic front wall was broken. Open surgery was performed to suture the broken part, and transverse colon colostomy was expanded. When the device was being removed, the anvil head was not tilted. The device was removed from the tissue by force and tissue damage was caused. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.